Manufacturer narrative:
Patient ID: (B)(6). Study name: (B)(6). (B)(4). The complainant indicated that the device is implanted and is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim device was implanted during a pelvic floor reconstruction with uphold lite including vaginal approach hysteropexy and cystocele repair procedure performed on (B)(6) 2016. She also underwent concomitant rectocele and cystocele repairs with native tissue and a retropubic sling placement. The procedure was completed without complications. According to the complainant, on (B)(6) 2016, the patient experienced a urinary tract infection. Her foley catheter was removed and the event resolved on (B)(6) 2017. The investigator assessed the event as mild in severity, pelvic floor related, possibly to the procedure, not related to the mesh, and not related to the delivery device. On (B)(6) 2018, the patient experienced incomplete bladder emptying. A cystoscopy was scheduled and the event has not yet resolved. The investigator assessed the event as mild in severity, pelvic floor related, possibly related to the procedure, not related to the mesh, and not related to the delivery device. On (B)(6) 2019, she presented with pyelonephritis. Renal ultrasound was performed and the event resolved on (B)(6) 2019. The investigator assessed the event as moderate in severity, pelvic floor related, possibly related to the procedure, not related to the mesh, and not related to the delivery device.